Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The on-site technician did not provide any further information other than the device was disinfected, cleaned, adjusted, and a short simulated therapy was successfully performed. Due to the device not being returned, no further testing could be performed. Therefore, the cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an excessive ultrafiltration event occurred on an ak 96 machine. After four hours of hemodialysis therapy, the expected ultrafiltration volume was 4000ml; however, the actual ultrafiltration volume was 4600ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.